Manufacturer narrative:
H6- health effect- clinical code: 4581- 'patient injury'. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens tear/break during injection/delivery into the eye. There was patient contact with patient injury. The lens was implanted, removed, and replaced intraoperatively with a backup lens and the problem was resolved. The cause of the event was reported as unknown.